Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to duplicate reported issue. During bench testing ventilator failed to power on using both external and internal power sources. Internal inspection revealed burned wires on power board. Insulation on black wire has completely melted to the bare wires. The service technician replaced power board and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1000 would not turn on while setting up for a patient. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm. The customer reported the power cord might have been the problem as there is evidence of teeth bites from a dog.